Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 2.25x16mm taxus liberte atom stent delivery system was prepped for used and it was noticed that a stent strut was frayed. The device was not used and the procedure was completed with another of the same. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).